Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent delivery system was inserted to treat a coronary perforation, but it was unable to cross the mildly tortuous mid right coronary artery due to the patient anatomy. A non-abbott balloon dilatation catheter was used to treat the coronary perforation. No additional information was provided.